Event description:
Per user facility medwatch report received from the FDA on may 6, 2009, the event is described as follows: "the patient had a subarachnoid hemorrhage. During endovascular coiling, the wire would not pass smoothly through the micro cath. A different wire was used and worked well. The patient was not injured.

Manufacturer narrative:
Results - is based upon evaluation of user facility info; evaluation of the returned sample. Conclusions - is based upon evaluation of user facility information; evaluation of the returned sample. The involved sample was returned for eval by the manufacturing facility. Examination and testing confirmed there were no abnormalities and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitely determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with insufficient wetting of the glidewire's coating prior to use. The instruction for use do address the potential for such an event in the warnings/precautions section of the instruction-for-use, which states, "the surface of the headliner is not lubricous unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with heparinized physiological saline solution." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and followup.